Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call air bubbles anomaly. Customer's blood glucose level was 105 mg/dl. Customer advised they noticed an air bubble on the top of the reservoir when changing their infusion set. Troubleshooting for air bubbles anomaly was performed. Customer tried a second reservoir and filled too much air into it so they used a third reservoir. Customer was able to properly fill the third reservoir with insulin and did not have air bubbles. Customer was able to manually prime and connect to their infusion set without any air bubbles.